Manufacturer narrative:
The product was returned for analysis, but the analysis is not yet completed. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.

Event description:
A 7 x 100 smart control stent was inaccurately placed distally in the superficial femoral artery lesion. The lesion was described as 8 to 9 cm in length and 90% stenosed. The reference vessel was 6mm in diameter. The lesion was 50% stenosed after being pre-dilated. It was reported that the device was prepped and handled according to IFU, but the physician felt resistance while deploying the stent, resulting in the stent only partially covering the lesion. It was reported that there was no unusual force used. Another stent was implanted with overlap to completely cover the lesion. There was pt injury reported.